Event description:
It was reported that a pump declared a cartridge alarm during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy after attempting to load a new cartridge, so technical support decided to replace the malfunctioning pump. Meanwhile, the customer planned to use multiple daily injections as a backup insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.